Event description:
The pt was implanted with a synchromed pump and intrathecal catheter for delivery of morphine for non-malignant pain on 8/27/96. The pt experienced symptoms of increased pain and on 3/2/99 the pump was explanted after it was determined by the hcp that the pump "just stopped". The pump was returned to the MFR for analysis. The pt was implanted with another synchromed pump on 3/2/99.